Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge showed 50% then jumped to 100% without being connected to a power source. The battery gauge then dropped down to 20% within a few hours. Review of pump data by tandem technical support confirmed the battery issues. The customer's blood glucose (bg) level was impacted (324 mg/dl) with small amounts of ketones. The customer delivered a correction bolus to address elevated bg level. It was indicated that the customer would continue to use the current pump until the replacement pump was received.